Manufacturer narrative:
Film evaluation summary: the exact cause of the right limb occlusion could not be determined from the films provided. A pre-implant 3d-CT film report 2017 study) revealed focal narrowing of the blood flow lumen near the mid-length of the rcia. The vessel diameter at the proximal portion of the right common iliac artery measured 10.6mm, at the mid-level stenosed location was 12.5mm with a narrowed 7.5mm flow lumen, and at the distal rcia measured 9.9mm in diameter. CT¿s and a 3d-CT recon analysis from 2 month post-implant confirmed that the entire length of the right/contra limb was 100% occluded. Beginning at the bifurcate proximal graft margin and extending distally to ~1cm above the flow divider, 1 ¿ 2mm thickness thrombus was also seen within the inner wall of the aortic body. Flow resumed distally within the rcia beginning 1cm distal to the end of the right limb, and no thrombus was observed within the left/ipsi limb. No stent graft kinks were seen along the length of the occluded limb. Near the mid-length stenotic region of the rcia the distal od of the 16mm contra limb had narrowed down to ~10mm, and the vessel diameter at that same level was ~14mm. The distal rcia diameter was 12mm, and the right external iliac artery diameter ranged from 5 ¿ 6mm. Review of CT¿s and 3d-CT recon analysis from 3+ months post-implant showed that the previously seen occluded right limb was now patent; revealing only a slight amount of thrombus (~1mm thickness) within the limb ID, with continuous flow seen distal to the right limb and down the right side. It is possible that implanting the distal end of the 16mm right/contra limb into a stenotic area of the rcia, where the lumen was reduced to 7.5mm, may have resulted in a restricted flow lumen that likely produced high velocities and a sheer induced thrombosis and eventual total limb occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with pain in the right leg. CT performed showed that the right limb of the endurant stent graft was occluded with a thrombus from the flow divider to the end of the limb. The iliac limb in question was deployed up to the flow divider marker of the bifurcation so the clot was in the full length of limb. The physician decided to treat with thrombolytics and pta ballooning of the distal end of the right limb. This resolved the event. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.